Event description:
A us distributor reported that a patient was experiencing ecgs non-functional.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. As received, the belt failed an ECG falloff test. Upon investigation the electrode belt lead 1- wire was measuring open in the ECG "c&d" cable. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.